Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in the maxzero needleless connector joint after it leaked during the hematology infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the patient used the mz1000 infusion connector to infuse the special medical solution for hematology, the joint leaked, which caused the medical solution to flow out and caused unnecessary losses to the patient. After checking the joint screw and the infusion set connection, there was a crack".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-07 investigation summary: four mz1000 china samples were received without packaging for investigation; residual fluid was present within the samples. The customer feedback indicates the affected samples are from lot 20096105. Additionally one 10ml wego pre-filled flush syringe was returned to assist the investigation. A visual inspection of the mz1000 china samples identified a crack at the edge of the female luer adaptor in three of the returned samples; leakage was observed from the crack during a flush through of each of the three samples. No leakage was identified from the one maxzero sample that did not have any crack in the component. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 20096105 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Event description:
It was reported that a crack was found in the maxzero needleless connector joint after it leaked during the hematology infusion. The following information was provided by the initial reporter, translated from chinese to english: "when the patient used the mz1000 infusion connector to infuse the special medical solution for hematology, the joint leaked, which caused the medical solution to flow out and caused unnecessary losses to the patient. After checking the joint screw and the infusion set connection, there was a crack".